Manufacturer narrative:
The device was received by resmed. The device had signs of improper maintenance and storage based on evidence of insect infestation, therefore, it was returned to the customer unrepaired. Resmed reference #: (B)(4). Report late due to transition from vmsr program. Establishment was unaware of FDA letter dated 16 september 2019 for cbk procode status change in vmsr program until notified directly by FDA on 18 december 2019 following submission of our quarterly summary report.

Event description:
It was reported to resmed that an astral device displayed multiple error messages (sf150 and sf188). There was no patient harm or serious injury reported as a result of this incident.